Event description:
It was reported that patient underwent an unknown procedure on an unknown date. Subsequently, the screws cracked post operation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.